Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found that the position of the p-clip on the wash manifold had moved and that reagent probe 1 tube had a small hole. The cse replaced the tubing. Precision, quality controls and patient samples were run, resulting within range. The cause of the troponin qc being out of range is a damaged reagent probe 1 tube. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument stated than troponin quality controls (qc) were not within range. The operator stopped using the instrument. No discordant results have been reported out during the time that qc was out of range. There are no reports of patient intervention or adverse health consequences due to the troponin qc being out of range.